Manufacturer narrative:
The insulin pump was received with button error alarm due to moisture damage keypad traces. Device had scratched display window, cracked display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. Blood glucose value was 520 mg/dl; treated with the insulin pump. No significant events leading to the alarm. The customer stated she had received 4 button error alarms in two weeks. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.